Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 10.5 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain and sinus perforation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that 10.5 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain and sinus perforation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10.5 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain and sinus perforation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.